Event description:
It was reported that patient infusion set patch did not stick to skin upon insertion and had high blood glucose treated with correction injection via multi daily injection on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.